Event description:
Information identified in the manufacture's database indicated the patient in a (B)(4) study died approximately (B)(6) post implant of the implantable pulse generator (ipg). A cause of death is unknown at this time.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly this event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.